Event description:
It was reported that a pt sustained hypopigmentation after a treatment using a quantum sr laser. It was further reported the pt did not follow post treatment recommendations to protect the treated area from sun exposure.

Manufacturer narrative:
A review of the reported event by a lumenis medical specialist concluded the probable root cause to be failure of the pt to follow post treatment recommendations to avoid sun exposure, as indicated in product labeling.